Event description:
Caller reported accu-chek system blood glucose result of 435 mg/dl, was sweating. The customer took 250 mg of metformin, retest result 30 seconds later was 88 mg/dl. Customer then ate a hamburger, retest result 15 minutes later was 235 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.